Event description:
The user facility reported that during a therapeutic laparoscopic hernia repair, the users experienced a complete loss of image. The procedure was completed using a 5mm laparoscope. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of image difficulty. There was no visible image on the monitor during the initial testing of the laparoscope. The switches are working appropriately. The laparoscope passed the leak test. There was no evidence of fluid invasion in the laparoscope. After further testing of the device, the image was observed to be intermittently flickering and experiencing a complete loss of image. The image difficulty was attributed to a charge coupled device (ccd) failure; however, the eval could not conclusively determine the exact cause of the ccd failure. The device is being forwarded to the original equipment MFR for additional investigation. If additional significant info is received, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.